Event description:
It was reported that during a pancreatoduodenectomy procedure that 1 of 4 staple lines had staples malformed at 1st firing (unformed). Another device was used to complete the case. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.